Manufacturer narrative:
The autopulse platform (s/n: (B)(4) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). During visual inspection, cracked top cover at the bottom end of the patient's left hand side was noted. The autopulse platform is a reusable device and was manufactured in 05/11/2015. The damage found is characteristic of normal wear and tear for the life of the device. The archive data review indicated multiple error message user advisory (ua) 07 (discrepancy between load1 and load2 too large) on the reported date of (B)(6) 2016. The platform was functionally tested and there were no problems or error message noted. The load cell characterization test confirmed both load cell modules are functioning within the specification. In addition, the returned lifeband was inspected. The belt has multiple layers of wrinkle and the tyvex fabric was ripped. This help to explain how one side of the lifeband was jammed in the roller/skirt area and caused the load sensing system detected a weight/load imbalance between the two load cells during take up/compression. In summary, the customer reported complaint of the autopulse failed to perform compressions was confirmed during archive review and lifeband inspection but not during functional testing. There was no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. User advisory error messages are designed into the platform when one of several conditions is detected. Ua7 alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. The load cells passed the characterization testing. The primary complaint was a result of the physical damage to the lifeband. The autopulse user guide instructs the operator to "make sure that the lifeband is not twisted before automatic compression begin". Additionally, the user guide also instructs the operator during deployment to "life up the lifeband to its fullest extension, ensuring that the side bands are at a 90 degree angle to the platform, that they are not twisted and that there are no obstructions." An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform was functional without issue. The damaged top cover was replaced. The autopulse has passed all the testing and meets all required specifications. The death was not related to the use of the autopulse device. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. If the autopulse did not compress or stopped compression, changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. In this case, manual CPR was performed for 10 minutes prior to the deployment of autopulse. The autopulse displayed error message upon powering up and did not provide compression. The physician immediately stopped the use of the autopulse and reverted to manual CPR. Manual CPR was performed for 30 minutes until the patient was pronounced dead. Return of spontaneous circulation (rosc) was never achieved. The short transition from autopulse to manual CPR is unlikely to negatively impact the patient outcome. The cause of patient's death was likely to be cardiac arrest. Mortality of out of hospital cardiac arrest (ohca) is high. Death is an expected outcome for ohca.

Event description:
(B)(6) received a 911 call on (B)(6) 2016 for a (B)(6) years old male patient that was in cardiac arrest. The incident occurred at the patient's residence. Bystander performed manual CPR for approximately 10 min until the crew arrived. The patient was heavy set but not extremely obese. Up on arrival, the patient was placed onto the platform and when the crew tried to extend the lifeband, the unit would not retract. The platform did not perform any compressions. The customer reported that the fabric on the lifeband became separated and may have been caught in the mechanism causing the autopusle platform not to perform compressions. The customer restarted the autopulse; however, was unsuccessful. No error messages were reported on the autopulse. The crew then reverted to manual CPR. Manual CPR was performed for about 23-30 minutes. Rosc (return of spontaneous circulation) was never achieved. The patient was pounced dead by the paramedics on the scene. The customer did not see any signs or symptoms of trauma. Per the fire captain, the there is no causal relationship between the patient outcome of death and the device.